Event description:
A surgeon reported the 5000 cpm (cuts per minute) probe was suddenly not detected by the system and reverted to the default setting of 2500 cpm, in the middle of a procedure. The surgery was completed with no impact to the patient.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).